Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the customer was not able to achieve a circuit test and the ventilator had failed while in use on a patient. The customer stated that the ventilator was alarming "blower motor failure".